Manufacturer narrative:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects in jet channel. There were no reports of patient involvement.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects in jet channel. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information was added to the following fields: h3, h4, and h6. This supplemental report includes a correction to d5. Correction to g3: the aware date reported in the initial MDR was incorrect, the correct date is september 23, 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material was inside of the device, but the type of the material cannot be identified. It is assumed the defect was caused by wrong user handling/user mishandling but a definitive root cause cannot be determined. The event can be prevented by following the instructions for use which state: IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection states detection methods. IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope states preventive measures. Olympus will continue to monitor field performance for this device.